Event description:
In early 2009, boston scientific corporation was informed that during a procedure, the first resolution clip device worked properly. The physician attempted to use a second resolution clip device, but the distal tip could not be advanced out of the delivery sheath. The second clip was removed. A third resolution clip device was used. Once inside the colon, it was noted that only half of a clip at the distal end of the instrument. It fell off and into the colon and was successfully removed with a snare. The other half was found on the procedure table. A fourth resolution clip device was used to complete the procedure. Patient is "stable". Note: this report is for the second of two devices used in same procedure. Please refer to MFR #3005099803-2009-00425 for other related report.

Manufacturer narrative:
The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.